Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reprocessing with expired cleanser was use error. The event can be detected/prevented by following the instructions for use which state: ¿please use a low-foaming neutral detergent for medical use. Follow the cleaning solution manufacturer's instructions for concentration, temperature, soaking time, and expiration date. Please contact olympus for the specific device model of the cleaning solution that has been confirmed for application to endoscopes and accessories.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the rhino-laryngo videoscope had been reprocessed with endofresh a3.8 cleaner that had expired. The customer reported the endofresh cleaner had been expired for 1 year. No adverse effects to patients reported. This report is related to linked patient identifiers: (B)(6).

Manufacturer narrative:
The subject device was not returned to olympus for evaluation, as there is no allegation against the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.